Manufacturer narrative:
The system was used for treatment. This is being reported as a reportable malfunction for the pto leak which is being reported against the kit. A batch record review of kit lot d348 was conducted. There were no nonconformances associated with this lot. This lot met release requirements. A review of kit lot d348 for the reported complaint issue shows no trends. Trends were reviewed for complaint categories, pto leak, and alarm #17: return pressure. No trend was detected for these complaint categories. This assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4).

Event description:
Customer called to report alarm #17 return pressure alarm, and that the blood filter on the pump tubing organizer popped off during the treatment. At 270 ml of wbp, the blood filter on the pump tubing organizer popped off, spilling normal saline and a/c inside the pump tubing organizer. The physician was notified and a blood transfusion was not needed. The customer said no visible damage occurred to the instrument. The smart card and kit have already been discarded and no photographs were taken, therefore they cannot be returned for investigation. The patient was started on a new cellex procedure on a different cellex instrument.